Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/7/2020. Additional information: h6. Additional information was requested and the following was obtained: please verify the product code and lot number. Is the complaint related to an incorrect needle in the 697g package? Yes. Additional h3 investigation summary: one opened foil packet with a green suture was received for analysis. During visual inspection of the sample, a foil with a description of a black ethilon suture with diameter 1¿ (100 cm) and a taper point needle could be observed. However, inside of the foil a green suture with a cutting-edge needle was found. The foil was returned incomplete as the product code and lot # aren¿t present. According to the specification of the product code 697 require a black ethilon suture with diameter 6-0¿ (45 cm) and a cutting-edge prime reverse needle. The manufacturing records could not be reviewed as the batch number is unknown. Due to the sample condition, we are unable to investigate further, as we don¿t have a product code or lot to number to what compare the returned material.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/16/2019. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please verify the product code and lot number. Is the complaint related to an incorrect needle in the 697g package?

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. A different needle type was found in the suture packet. There were no adverse patient consequences reported.